Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: keypad overlay peeling at the upper left and upper right corners, cracked middle (enter) keypad button, scratches and creases in the keypad overlay, crack in the battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, serial number label peeling at its top, missing display window cover. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. Attempt to upload the pump¿s history and trace files using thump was successful. Attempt to upload the patient¿s data using carelink was also successful. The adapt tool confirms that the following delivery related alarms/alerts occurred around the event date: 100=bolus not delivered occurred 12/26/23 21:27:39, 12/27/23 00:49:13, 12/30/23 23:25:48, 12/31/23 15:19:44, & 01/03/24 14:27:29. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there is some solid dusty contaminant inside the case just below the battery compartment and around pcba1 j7 and j6. In summary, the customer¿s report of under delivery was not confirmed but that of a peeling keypad overlay was confirmed during testing. The pump does not meet specs due to the solid dusty contaminant found inside the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was damaged and was not delivering insulin. The customer was experiencing hyperglycemia of 311 mg/dl. Troubleshooting was performed. The damage was at the front membrane. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.